Manufacturer narrative:
The customer reported that the cardiohelp has failed during treatment. The blood flow was impaired. The emergency drive was used and the device was changed. No patient harm was reported. The getinge field service technician investigated the device on 2021-07-23 and could not reproduce the reported failure. The device was tested successfully according to factory`s specification and device is back in use. The log files of the device were analyzed on 2021-08-27 by getinge laboratory and a product related malfunction could not be confirmed. No patient data and set up details were provided by the customer. Based on the received information we conclude that the reported failure cannot be confirmed and no exact root cause could be determined. However this failure is assessed in our risk management file contributing to the following most probable root causes: the mechanical impact on the cardiohelp device and disposable is too high; no coupling or insufficient coupling between the cardiohelp device and the disposable during transport. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow up emdr will be submitted when additional information become available. The cardiohelp in question was investigated by a getinge field service technician on (B)(6) 2021 and the log files were sent to the manufacturer for investigation. Root cause analysis is ongoing.

Event description:
The customer reported that the cardiohelp has failed during treatment. The blood flow was impaired. The emergency drive was used and the device was changed. No patient harm was reported. Complaint number:(B)(4).